Event description:
During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical department for a report of broken. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.